Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon investigation the electrode belt failed the hipot and falloff tests. The cause was an open orange wire (lead 2-) in the distribution node (dn) to ECG c and d cable. The wire was open in between ECG c and d. The open wire caused the reported check electrode belt messages. The root cause for the open wire could not be positively identified. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) year old female patient called zoll customer support to report several adjust belt or check belt messages. The patient was issued a replacement electrode belt.